Event description:
Pieces of the cannula broke off when inserted into patient's foot. Dates of use: 2009. Diagnosis or reason for use: pain left foot. Event abated after use stopped or dose reduced: yes.